Manufacturer narrative:
Information received from an affiliate indicated that during insertion of a 7fr brite tip sheath resistance/friction occurred, when the device was removed from the patient the distal tip was noted to be frayed. The procedure was started with a 4fr sheath that was inserted without difficulty and the resistance/friction occurred during exchange of the two sheaths. The target lesion was superior mesenteric artery. Another new brite tip sheath of the same size was used successfully. The procedure was completed without any other issues. There is no information regarding vessel/lesion characteristics of the access site artery. There was no report of patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the device the reported customer complaint of frayed tip could not be confirmed. Resistance/friction could not be confirmed either. With the limited information provided it is not possible to make an educated assessment for the reported event, but there is the possibility that vessel characteristics could have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no corrective action is required.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
During a pta procedure, friction was experienced as the brite tip sheath was inserted into the right femoral artery of the patient. When the device was removed from the patient, the distal tip was found to be frayed. Another new brite tip sheath of the same size was used successfully. The procedure was completed without any other issues. There was no report of patient injury.